Event description:
Within the first 90 days of operation 102 of 320 pumps (32%) failed due to problems with the pressure sensor. This required removing the pump from the pt. It has been a significant problem for pts on short life, vasoactive drugs. All pumps have now been removed from svc by the user as they await corrective action from the MFR.